Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 315 mg/dl at time of event.